Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v017382, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that the coverage did not cover the area of new pain. The battery pocket shifted due to weight gain. An additional lead was planned with pocket revision. A surgical intervention was planned but it had not been scheduled. The patient's relevant medical history includes multiple back operations.